Event description:
Device charged but would not discharge defibrillator energy to a pt.

Manufacturer narrative:
The facility determined the report was the result of operator error, in that the adapter was not fully latched to the defibrillator at the time of the event. The adapter is labeled with the instruction to "rotate lever up to lock adapter in recess". The product operating instructions instruct that the adapter lever be locked into place. The troubleshooting section of the same instructions describe that tha adapter be checked to assure it is locked into place. The local co sales rep provided the facility staff with additional training in device operation. The device was returned to use. Except as provided by 21 cfr 803.56, co does not intend to submit additional info on this event to FDA.